Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the user reported that her humapen memoir device battery is dead after just a few months use. The user returned the actual complaint device (lot 0710c01, manufactured october 2007) for investigation. Missing segments in the ones digit on the display were observed. The detailed investigation determined that ingress by an unknown liquid caused damage that inhibited signals to segments within the one's dose digit. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to 'contact lilly at xxxxxxxxxx or your healthcare professional.' The liquid ingress also produced corrosion that resulted in intermittent power button operation. Corrective action - liquid ingress. A corrective action to redesign the flexible circuit board (B)(4). This will significantly decrease the occurrence of missing segments due to liquid ingress. However, the damage due to liquid ingress in this specific case occurred at an atypical location and will not address this particular failure mode. Due to its rare occurrence, no additional corrective action is planned at this time. Corrective action - battery failure. Beginning with lot1006c01 (manufactured june 2010), the manufacturer has (B)(4). The user manual addresses premature expiration, permanent errors and reset mode. Improper use and storage. The type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a nurse via a company representative who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for the treatment of an unspecified indication via a humapen memoir pen device. It was initially reported that the pen battery was dead. The pen was returned to the manufacturer on (B)(4) 2011. Upon examination, a blank electronic display was found, however missing segments in the 1 position of the dose numbers were seen. This humapen memoir pen was associated with product (B)(4) / lot 0710c01. The user and the user's training status were not provided. The pen was in use for just a few months. Edit (B)(4) 2011: checked protect confidentiality box. Update (B)(4) 2011: upon review of this case on (B)(4) 2011, the case was opened to correct spelling in the narrative.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a nurse via a company representative who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for the treatment of an unspecified indication via a humapen memoir pen device. It was initially reported that the pen battery was dead. The pen was returned to the manufacturer on (B)(4)-2011. Upon examination, a blank electronic display was found, however missing segments in the 1 position of the dose numbers were seen. This humapen memoir pen was associated with product complaint (B)(4). The user and the user's training status were not provided. The pen was in use for just a few months. Update (B)(4)-2011: upon review of this case on (B)(4)-2011, the case was opened to correct spelling in the narrative. Update (B)(4)-2011: additional information received on (B)(4)-2011 from the global product complaint database added the device specific safety summary.